Event description:
It was reported that a malfunction occurred on the pump, with malfunction code malf 0 displayed and identified with fault ID 0x219e. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. The customer was advised to use a backup insulin pump to ensure uninterrupted insulin delivery. Technical support arranged for the shipment of a replacement pump with updated software, provided instructions for storing the existing pump, and guided the customer on returning the faulty pump to tandem. Training for the new pump would be available through the customer¿s tandem source account.